Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: only found one in one of my tubes the other one was found in my uterus wall/ migration of essure device location of device') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's medical history included obesity, diabetes, hypertension, uterine bleeding and vaginal bleeding. Previously administered products included for an unreported indication: docusate sodium, ibuprofen and codeine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2015, the patient experienced tooth fracture ("dental problems: molar broke"), tooth infection ("teeth infected"), pain ("vision/eye problems type: pain from tooth infection traveled to eye region"), blood disorder ("blood or disorder/condition type") and cardiac disorder ("heart disorder/condition type"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), stress ("hormonal changes describe: stressed"), anger ("angry"), sensitisation ("sensitive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vulvovaginal rash ("rashes or skin conditions type: vaginal rashes"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ stabbing pain in pelvic"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: gas"), abdominal distension ("bloating"), inflammation ("inflamed"), diarrhoea ("diarrhea"), constipation ("constipation"), vomiting ("vomiting"), muscular weakness ("weakness on legs"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, rheumatoid arthritis, stress, anger, sensitisation, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal rash, bladder disorder, urinary tract disorder, tooth fracture, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, flatulence, abdominal distension, inflammation, diarrhoea, constipation, vomiting, muscular weakness, alopecia, pain, blood disorder, cardiac disorder, abdominal pain and pain in extremity outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anger, bladder disorder, blood disorder, cardiac disorder, constipation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flatulence, inflammation, menorrhagia, migraine, muscular weakness, pain, pain in extremity, pelvic pain, rheumatoid arthritis, sensitisation, stress, tooth fracture, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: reporter and patient demographics, medical history were added. Updated suspect drug indication. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). On (B)(6) 2018, she explanted essure. Event injury was replaced with hormonal changes describe: stressed, sensitive, angry, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, autoimmune disorder type of disorder: rheumatoid arthritis, malposition of essure device location of device: only found one in one of my tubes the other one was found in my uterus wall/ migration of essure device location of device: uterine wall, rashes or skin conditions type: vaginal rashes, bladder or urinary problems or changes, migraines / headaches,blood or heart disorder/condition type, dental problems: molar broke and infected, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,vaginal discharge, vision/eye problems type: pain from tooth infection traveled to eye region, fatigue, weight gain, gastrointestinal or digestive system condition type: gas, bloating, inflamed, diarrhea, constipation, vomiting, weakness on legs, hair loss, abdominal pain, leg pain, patient did not performed essure confirmation test. Outcome of event migraine was recovering. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.